Event description:
It was reported that while still holding the pt's head, the surgeon positioned the head and locked the skull clamp. However, the clamp popped and cut the pt. The one inch laceration was closed with 3 staples. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.